Event description:
It was reported that the customer received a watchdog timeout alarm on the insulin pump. The customer's blood glucose was 97 mg/dl. The customer was able to run a self-test successfully. Explained the alarm and possible causes of the alarm to the customer. Advised customer to monitor the insulin pump and blood glucose. Advised customer to call back if the alarm recurred. Nothing further reported.

Manufacturer narrative:
Pump passed self test and monitored for 24 hrs. No unexpected watchdog timeout error alarm noted. Unit had cracked case underneath overlay, cracked overlay and scratched overlay.